Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 16-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2014, essure (fallopian tube occlusion insert) was placed. The insertion procedure lasted 50 minutes and the consumer experienced pain. She reported the he coil stayed in the device. Her complaints started after 1 month. She reported experiencing abdominal pain, increase or heavy blood loss during menstruation, pain during coitus, pain in legs, lower back pain, tiredness, memory loss, concentration problems, vaginal fungal infection, hormonal complaints, and has the feeling of constantly having flu. The consumer reported she contacted a doctor and had physiotherapy as treatment. She had as treatment plan the essure removal along with both fallopian tubes scheduled. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had abdominal pain. Essure with both fallopian tubes removal was scheduled. Abdominal pain is listed in the reference safety information for essure. Since essure may cause abdominal pain and also considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded (upon internal review the assessment was amended). This case is regarded as incident since device removal will be required. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Follow up 12-sep-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). Detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop; depress button; perform final rollback. Under normal circumstances when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. No sample available for this investigation. We conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device deployment issue. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted and had abdominal pain. Essure with both fallopian tubes removal was scheduled. Abdominal pain is listed in the reference safety information for essure. Since essure may cause abdominal pain and also considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded (upon internal review the assessment was amended). This case is regarded as incident since device removal will be required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be obtained.